Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd892950. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of infection and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had infection. On an unreported date in (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same day. The cause of peritonitis was infection. Treatment was not reported. On an unreported date, the patient also underwent cardiac catheterization for an unknown indication. On an unreported date in (B)(6) 2012, the patient was discharged. The patient recovered from this peritonitis event.